Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 444 mg/dl. Customer also reported that the insulin pump had compromised force sensor system alarm during priming of tubing. Customer reported that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced. Customer did not troubleshoot for high blood glucose. The device will not be returned for analysis.